Event description:
It was reported that the patients ipg reached end of life. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.